Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and pre-implantation testing. However, it did not meet the requirements for leak testing due to multiple tears noted in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. The instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be obstructed intraoperatively. According to the report, the reservoir did not rebound when the performance level was set from pressure level 1.5 to 0.5. It was reported the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.